Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the patient's outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that after a procedure to stop the bleeding of a vascular lesion in the duodenum, the patient was first released from hospital but then readmitted 24-36 hours later due to a peritonitis. The patient was admitted to ICU and a laparotomy was performed which found a duodenal perforation. The patient also encountered further complications on ICU, one being an infection in the arm. The patient died 4-6 days after being readmitted. There were no reports of any device malfunctions during the initial procedure.

Manufacturer narrative:
The suspect medical device and the concomitant medical products were returned to the manufacturer for evaluation/investigation. The evaluation/investigation did not reveal any malfunctions of the argon plasma coagulation unit or the concomitant medical products but found all items to be functioning correctly. Furthermore, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the argon plasma coagulation unit and the concomitant medical products without showing any abnormalities. Based on the information available, the exact cause of the reported phenomenon and the patient¿s outcome could not be determined and is being judged as unknown. However, in general, the occurrence of bleeding/perforation during or after electrosurgical procedures is an expected and foreseeable side effect, clearly identified in labeling and risk assessment with justification of benefit. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.